Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down two times during a procedure. The procedure was completed after rebooting the system. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The fluidics mechanism was replaced as a preventive measure and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 1, 2010. Based on qa assessment, the product met specifications at the time of release. The fluidics mechanism was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. No further testing performed. The fluidics mechanism is not related to the reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).